Event description:
The surgeon inserted a aa4207vf single piece silicone lens. The lens tore upon insertion into the eye. The lens was cut in half to remove from the eye without enlarging the incision. No suture was required. No pt injury. Surgery was completed with another lens.